Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xienceproa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion in the second diagonal artery. The 3.50x15mm rx xience pro a stent delivery system (sds) was advanced to the target lesion and the stent implanted however it was noted the stent length does not match the labeled length on the packaging. The actual length of the unexpanded and expanded stent was less than 10mm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported issue of undersized stent could not be confirmed as the stent was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined as the stent was not returned for analysis. Based on the review by the abbott vascular clinical specialist it was confirmed through the images provided, the mounted ¿subject¿ stent was 15 mm in length, as labeled, prior to its deployment. A post deployment measurement made by the users fluoroscopy system was aproximately ¿10.0 mm¿. It is accepted that the user did measure the deployed ¿subject¿ stent as having a length of approximately 10 mm. In this case, it is possible that the stent was damaged during post deployment dialation and/or during the kissing balloon technique causing the length to appear shorted after deployment; however, without the return of the stent this cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A cine review was performed by an abbott vascular clinical specialist; four (4) images were provided for review. Per the reported provided the following was stated: ¿the stent length does not match the labeled length (3.50 x 15) on the packaging. The actual length of the unexpanded and expanded stent was less than 10mm." D9 - device available for evaluation updated from no to yes.

Event description:
It was reported the procedure was to treat a lesion in the second diagonal artery. The 3.50x15mm rx xience pro a stent delivery system (sds) was advanced to the target lesion and the stent implanted however it was noted the stent length does not match the labeled length on the packaging. The actual length of the unexpanded and expanded stent was less than 10mm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Four (4) images were provided for review. Per the report provided the following was stated: ¿the stent length does not match the labeled length (3.50 x 15) on the packaging. The actual length of the unexpanded and expanded stent was less than 10mm.¿ the first image confirms the device was labeled as a 3.50 mm x 15 mm device, as described. The second image shows a ruler and the deflated, but deployed, stent balloon. Based on the plastic advertising ruler adjacent to this balloon, the balloon markers visually appear to be approximately 15 mm apart (center to center). The third image fluoroscopically shows two undeployed stents, positioned in what appears to be the beginning of a ¿kissing stent¿ technique. The subject, undeployed stents is positioned in what appears to be the left anterior descending (lad) artery while the second undeployed stent (unreported diameter / length) appears to be in a diagonal vessel branching off of the lad. This image clearly shows that both stents are properly mounted on their respective delivery systems, with each spanning both of their respective balloon markers from center to center. In the case of the ¿subject¿ stent the markers are 15 mm apart, as seen in the second image and the stent spans these markers, as intended by manufacturing specifications, as seen in the third image. All abbott stents are mounted with their proximal and distal edges centers on the proximal and distal balloon markers. Therefore, based on the images provided, the mounted ¿subject¿ stent was 15 mm in length, as labeled, prior to its deployment. The fourth image provided shows a post deployment measurement made by the users fluoroscopy system as being ¿10.0 mm¿. It is accepted that the user did measure the deployed ¿subject¿ stent as having a length of approximately 10 mm. The report does not provide any detail on how the ¿kissing stent¿ technique was performed (i.e. What equipment, pressures) although it is typical for post-dilitation to be performed, with additional balloons, after the initial deployment is made. Using additional equipment such as a post-dilitation balloon, necessitates crossing these previously deployed stents. Per the instruction-for-use the following information is provided: section 9.7: post-deployment dilation of stent segments: 2. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. The stent may be further expanded using a low profile, high pressure, and non-compliant balloon catheter. If this is required, the stented segment should be recrossed carefully with a prolapsed guide wire to avoid dislodging the stent. The balloon should be centered within the stent and should not extend outside of the stented region. Without additional procedural information, based on the information and images provided, it appears that some form of adverse interaction occurred with the deployed ¿subject¿ stent post deployment. It is presumed that the delivery of additional post-dilitation balloons, in order to finalize the ¿kissing stent¿ deployment, caused the deployed stent to compress longitudinally. The root cause of this event is presumed to be unintentional balloon / stent interaction during post-dilitation of the ¿kissing stents¿. Based on the information provided, a definitive cause for the reported issue could not be determined as the device was not returned for analysis. Based on the review by the abbott vascular clinical specialist it was confirmed through the images provided, the mounted ¿subject¿ stent was 15 mm in length, as labeled, prior to its deployment. A post deployment measurement made by the users fluoroscopy system was approximately ¿10.0 mm¿. It is accepted that the user did measure the deployed ¿subject¿ stent as having a length of approximately 10 mm. In this case, it is possible that the stent was damaged during post deployment dilation and/or during the kissing balloon technique causing the length to appear shorted after deployment; however, without the return of the stent and delivery system this cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.